Event description:
A cgm error 42 was reported by the caller, occurring three or more times on the pump, although the pump was within warranty. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support decided to replace the pump. The customer was instructed to use mdi as backup therapy to ensure uninterrupted insulin delivery and was guided on how to put the pump into storage mode and return it via a prepaid label within 10 days.